Manufacturer narrative:
An investigation is underway to determine the root cause of the reported issue but has not yet completed. Upon completion of the of the investigation, a supplemental report will be submitted.

Event description:
Nurse reported to customer that the device got hot while in the charging dock (single) and the screen went black. When nurse took it out of the dock, meter was still powered on but the screen remain black. Per customer, "employee dropped the meter when picked up off of single docking station due to it being very hot - startling her. Patient testing was delayed due to not knowing what troubleshooting steps to take to resolve overheating and had to grab a loaner on the other side of the ER."